Event description:
The hi-flow insufflation tubing was pre-sterilized in the laparoscopy pack. The flow would not work through the tube. A different tubing was used and surgery continued with no ill effect.

Manufacturer narrative:
The MFR's device investigation revealed the plasticizer in the tubing migrated and softened the filter housing material causing an occlusion. Heat was found to aggravate the action. The filter housing material was subsequently changed to polycarbonate which is a stronger, higher impact and more chemically resistant material also less affected by higher temperatures. This action has eliminated the occlusion issues as reported by the facility. The customer has also advised there was no injury or illness associated with this occurrence.